Event description:
A patient with a history of colon cancer, underwent colonic resection, (date unspecified). Seprafilm was placed (amount and site unspecified) intraoperatively. A few days post-operatively, the patient's lab values revealed an increased white blood count (wbc). The patient underwent exploratory surgery (date unspecified). During this procedure, a gelatinous mass was observed (site unspecified), and debridement of the mass was performed. Further information has been requested.